Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 103 mg/dl. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported he did not press the drive support cap while he was connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was unable to prime unit during prime test due to loose and flush drive support disk. No prime alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.